Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to tighten the setscrew, but there was no clicking noise from the wrench. The physician then attempted to unscrew the setscrew but it wouldn't react. Another wrench was used with the same result. The implantable pulse generator was implanted and remains in use. No patient complications have been reported as a result of this event.